Manufacturer narrative:
B5 ¿ additional information has been obtained and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the black-out on the monitor screen before and after 30 minutes after being turned on could not be identified. However, it¿s likely the cause is related to a printed circuit board malfunction. Olympus will continue to monitor field performance for this device.

Event description:
Model number: oev321uh (serial number: unknown)/4k uhd lcd monitor was confirmed to have been involved in the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation visual inspection showed no abnormal results. Black-out on the monitor screen before and after 30 minutes after being turned on was noted. The touch panel became unavailable. Repeat control panel led to the olympus logo (light blue). Sudden loud fanning sounds and power loss were also noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis x1 video system center suddenly made a loud fan noise and the power went off. The issue was found during preparation for use. There were no reports of patient harm.